Manufacturer narrative:
The instrument was returned for analysis. Functional testing determined that the instrument malfunctioned causing the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the tabs on the navlock broke off during the case. The surgeon was able to locate the pieces that broke off. There was a reported delay of less than one hour and no reported impact to patient outcome.